Manufacturer narrative:
Sections with additional information as of 05-aug-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-20: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results obtained of 184, 199, 187, 139 and 185 mg/dl. The customer¿s expected fasting blood glucose test result range is 100-120 mg/dl. The customer felt well and did not report any symptoms. Medical attention was not reported as a result of the actual blood glucose results. The product is not stored according to specification and is stored in the kitchen. Customer had another vial of test strips that had been stored and handled correctly (same lot number). During the call, a back to back blood test was performed by the customer fasting and produced test results of 186 mg/dl and 189 mg/dl using truemetrix meter. The meter memory was reviewed for previous test result history: (B)(6).